Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing (nsrvo) was observed. Upon interrogation, noise oversensing on the rv lead was noted. Lead failure was suspected. Lead revision will be scheduled. The patient was stable and being monitored.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2019 due to oversensing. The patient was stable.

Event description:
New information received notes that high capture threshold on the rv lead caused the device battery drained faster than expected. The physician opted to explant and replace the device in the same procedure to avoid the risk of infection.